Event description:
It was reported by a customer on (B)(6) 2011, the fiber was not rotating; the fiber knob broke at 286,726 joules. Per the customer, no aim test was performed on the fiber. The procedure was completed with no problems to the pt. The pt did not experience any difficulties during the procedure. There was no indication of any issues before the procedure began. It was noted that the physician kept pushing on the tissue which made the laser system go into standby three different times. No error codes were displayed on the console during this incident.